Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Device a was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error occurred. The device was activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Device b was returned in good physical condition. Visual inspection was performed and the plastic carrier of the hand activation contacts was damaged. The device was tested with a generator and was functional. However, it was difficult to rotate the shaft when the instrument was tried to be attached to the hand piece. It is possible that the damaged plastic carrier of the hand activation contact as could have affected the rotation of the shaft. No conclusion could be reached as to what how the housing of the hand activation contacts was damaged. Device b, batch h91v5z, mfg date: 8/3/2011, exp date: 7/3/2016.

Event description:
It was reported that during an open hysterectomy, an error occurred. The device was reset several times, but the error continued. Another device was used to complete the case. There were no adverse consequences to the patient.